Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent migration occured. The target lesion was located in the common iliac vein. A 14x90/9fr uni plus 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, after deployment, it was noted that the stent was dislocated from the range where the physician intended to cover. The procedure was completed with another of the same device. The patient complications were reported and the patient's status was stable.